Manufacturer narrative:
Age at time of event- 56 years old initial reporter facility name- (B)(6) hospital. Device evaluated by the manufacturer. The device was returned for analysis. The hypotube, collar, distal shaft and tip was microscopically and visually inspected. Visual inspection revealed that the collar is separated. There are multiple kinks along the hypotube and multiple flat spots along the distal shaft. Microscopic inspection revealed no additional damages. Inspection of the remainder of the device presented no other damage or irregularities. Lot number updated from 0023000563 to 0022126308. Expiration date updated from 11/27/2020 to 05/15/2020. Device manufacture date updated from 11/28/2018 to 05/16/2018.

Event description:
It was reported that the collar was fractured. The severely stenosed target lesion was located in a tortuous middle to distal end of the left anterior descending artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the collar was fractured, the connection part of thec delivery shaft and guidezilla. It was then confirmed that there were no device fragments left inside the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.

Manufacturer narrative:
(B)(6).

Event description:
It was reported that the collar was fractured. The severely stenosed target lesion was located in a tortuous middle to distal end of the left anterior descending artery. A 145 guidezilla guide extension catheter was selected for use. During the procedure, it was noted that the collar was fractured, the connection part of thec delivery shaft and guidezilla. It was then confirmed that there were no device fragments left inside the patient's body. The procedure was completed with another of the same device. No complications reported and the patient was stable.